Event description:
The patient underwent heart surgery and diathermy was done to burn some of the nerves. Sometime after the surgery, the patient experienced electrical shocks down her left arm and legs. The sensation occurred soon after turning the device on. The patient mostly kept the device off. No strange impedance measurements were seen. The patient was programmed at 3(-), 2(-) and 1(+), pw 90, 160 hz and 2.3 v. The patient was okay. Additional information has been requested.

Event description:
The heart surgery occurred on (B)(6) 2011. Slow pathway ablation was done: av node ablation with radiofreq, 2x60sek. The shocking occurred almost directly after the heart surgery and was first reported to the hospital on (B)(6) 2012. The patient was still experiencing the shocking when the ins was turned on; therefore, she only keeps it on for certain activities during the day for a very limited time. The patient was to have an x-ray to determine what the next step will be.

Event description:
Additional information received reported the device was explanted. A telemetry printout from (B)(6), 2012 showed that therapy impedance was over 2,000 ohms, though it appeared that the ins had already been explanted and disconnected from the leads when the device was interrogated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient had an x-ray which did not show anything abnormal. The patient was going to be put on a waiting list to have the device replaced. The ins will be returned to the device manufacturer once explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): final analysis of the stimulator found no anomaly.